Event description:
A complaint was received from a customer that reported that the elite system when using excel off brand reagent strips provided erratic results. Examples were 564, lo (less than 20 mg/dl) 367, hi (greater than 600 mg/dl) and 534 mg/dl. The difference between these results if acted upon could be clinically significant. While on the phone a review of the system was conducted. It was explained to the customer that bayer does not provide or support to use of an off brand reagent. Electric checks were satisfactory. The customer was sent bayer reagent and control results were satisfactory. The complaint is considered closed for purposes of MDR.